Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, after multiple recaptures, the tether broke. The leadless implantable pulse generator (ipg) was stuck in the introducer and a snare was used to remove it. The leadless ipg system was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: pli# 20 product ID# mc2avr1-delsys the delivery system was returned with the device and the tether detached from it, analyzed. Analysis indicated the lumen of the delivery system was torn. The delivery system tether was broken/pulled apart. The delivery system tether was frayed. The analyst noted the device and the tether were received detached from the delivery system. The tether pin was not received. Visual analysis indicated the lumen torn could cause the tether to stick in catheter lumen and could be contributed to the deployment issues during procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.